Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00358. The manufacturer is unable to determine which lead was explanted so both leads are reported. It was reported the patient was no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the midline left lead, however; the other lead was left implanted and is nonfunctional. The patient is now receiving effective stimulation.

Manufacturer narrative:
Upon further review it was determined the explant date was unintendedly omitted. Explant date: 01/08/2016.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00358.